Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with the ventilator - servo-air. It was claimed that device failed pressure transducer test during pre-use check (puc). The device failed to meet its specifications. There was no patient involvement. There have been no adverse event sustained as a result of the issue. Identification of issue has been done by analyzing problem description, service report and device's logs. Based on technician statement, the turbine module was replaced. The issue has been resolved and the device was delivered to the user in working condition. The turbine module generates compressed air and delivers air to the inspiratory gas. A faulty turbine module may lead to stop of ventilation if no oxygen gas has been connected to the ventilator system. The evaluation of received device's logs confirms occurrence of pressure transducer test failure. However, more records have been found indicating that turbine module was faulty (e.g. Blower inlet resistance is too low, inspiratory pressure value out of bounds. [Error code = 8] or o2 concentration in o2 supply too low). Additionally, the following technical errors are visible in logs, which may occur as a result of damaged turbine module, e.g.: ambient air temperature sensor range error, air humidity (rh) sensor range error or inspiratory flowmeter temperature sensor range error. Analysis performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process has been revised to ensure that this will not happen again. The improved turbine module has been implemented in the production line of new servo-air devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented.